Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. There are no plans for reimplantation as of the date of this report (B)(4) 2013.

Manufacturer narrative:
(B)(4).